Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during the insertion of unknown helical blade, the thread on the back of helical blade/screw coupling screw, one of the three, was damaged, which made it impossible to properly thread it into the helical blade inserter. The surgeon used a hockey stick wrench to tighten and advance the coupling screw into the blade inserter. It was unknown if there was surgical delay. The procedure was completed without any further issues. The patient outcome is unknown. Concomitant devices: helical blade (part number unknown, lot unknown, quantity 1), helical blade inserter (part number unknown, lot unknown, quantity 1). This report involves helical blade/screw coupling screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Update to investigation h3, h6: part: 03.037.026, lot: l987550, manufacturing site: bettlach, release to warehouse date: january 11, 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the helical blade/screw coupling screw (p/n: 03.037.026, lot number: l987550) was received at us customer quality (cq). Upon visual inspection, the proximal threads of the screw are stripped. The distal threads are in good condition. No damage or defect was noted to the remaining features or components of the returned device. Device failure/defect identified? Yes. Functional test: functional test was unable to be performed because the mating device was not returned. However, due to thread damage, the device would be unable to assemble. Dimensional inspection: drawing: specified dimensions: proximal thread od = 8.760 mm --> 8.972 mm. Measured dimensions: proximal thread od = 8.853 mm, conforming. Device used ¿ micrometer om803. Document/specification review: current and manufactured was reviewed. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the proximal threads of the screw are stripped and would be unable to assemble with a mating device because of the stripped threads. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h4, h6: a device history record (DHR) review was conducted: part: 03.037.026 lot: l987550 manufacturing site: bettlach release to warehouse date: 11.jan.2019 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6 investigation summary visual inspection: the helical blade/screw coupling screw (p/n: 03.037.026, lot number: l987550) was received at us cq. Upon visual inspection, the proximal threads of the screw are stripped. The distal threads are in good condition. No damage or defect was noted to the remaining features or components of the returned device. Device failure/defect identified? Yes functional test: functional test was unable to be performed because the mating device was not returned. However, due to thread damage, the device would be unable to assemble. Dimensional inspection: specified dimensions: proximal thread od = 8.760 mm --> 8.972 mm measured dimensions: proximal thread od = 8.93 mm, conforming document/specification review: no design issues or discrepancies were identified. Complaint confirmed? Yes investigation conclusion: this complaint is confirmed as the proximal threads of the screw are stripped and would be unable to assemble with a mating device because of the stripped threads. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history part: 03.037.026 lot: l987550 manufacturing site: bettlach release to warehouse date: (B)(6) 2019 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.